Event description:
Same case as MFR#: 2134265-2009-03067, 2134265-2009-03066, 2134265-2009-03068, 2134265-2009-03069, 2134265-2009-03070. It was reported in an article, "93. Sensory polyneuropathy associated with paclitaxel-eluting coronary stent." American association of neuromuscular & electrodiagnostic medicine / clinical neurophysiology volume 119, issue 2 (2008) (attached), that post a coronary drug eluting stenting treatment procedure, peripheral neuropathy occurred. Two taxus express2 stents were implanted in 2003, due to angina. Three days later the patient noticed paresthesia in his hands and feet. Four more taxus express2 stents were implanted in 2005 and 2006. His paresthesia and tingling worsened a few days subsequent to each stent placement. A neurologic examination demonstrated normal muscle strength, mild vibration loss distally in his feet, and moderate, symmetric temperature and pinprick loss in his legs below his groin and in his hands below the elbows. Muscle stretch reflexes were symmetric. Gait was normal. Nerve conduction studies revealed reduced sensory amplitudes with normal latencies, and normal motor studies, suggestive of a generalized sensory ganglionopathy. Laboratory studies and positron emission tomography (pet) scan were normal. The authors postulated in the article a casual relationship with the paclitaxel from the stents.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Literature citation - american association of neuromuscular & electrodiagnostic medicine / clinical neurophysiology volume 119, issue 3 (2008) j. Srinivasan, h. Jones (burlington, ma, USA).